Manufacturer narrative:
The affected product was not returned and customer complaint could not be confirmed. No defects found in inventory. Investigation is inconclusive.

Event description:
The customer alleges that "the valve on mask is misshapen". No other details were provided and no patient injury/harm reported.